Manufacturer narrative:
The first step select was returned to kci quality engineering for evaluation. Evaluation of the device revealed evidence that scorching and melting had occurred at the base of the neutral prong for the first step select power cord.

Event description:
On 10/13/09, it was reported that smoke was allegedly seen coming from the first step select while it was plugged into the wall outlet at the healthcare facility. There was no report of an injury to the patient or hospital staff.